Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer parent reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 4: 00 pm with blood glucose of 500 mg/dl. Customer current blood glucose was 500 mg/dl customer feel ok to troubleshoot. Customer was feeling nauseous. Customer was hospitalized because they had high blood glucose reading and the insulin pump stopped working. Customer treated their high blood glucose reading with insulin. The hospital name was bimini community clinic. Customer was wearing the insulin pump during hospitalization. Customer also had critical error alarm. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit received with a critical pump error (open book error) and pump error found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit received with cracked case on the back at the battery tube area. Unit received with minor scratched display window, case and keypad overlay.